Manufacturer narrative:
Exact event date unknown, event occurred three months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having frequent charging on ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.